Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose was 224 mg/dl at time of report. A system check was performed and no insulin was observed dripping from cartridge pigtail. Reportedly, the pump supplies were changed to address the issue and manual injections were available as alternate insulin therapy.